Manufacturer narrative:
Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a possible fracture. The rv lead was explanted and re placed. No patient complications have been reported as a result of this event.